Event description:
It was reported that the patients lead had migrated. Imaging confirmed the issue. Surgical intervention may be planned to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.